Event description:
The surgical blade from a customer extremity pack broke as the surgeon made the initial cut during a carpal tunnel procedure. The broken tip was retrieved without injury to the pt. The blade is being returned to us in two pieces and will be sent out for sterilization upon its return. (B)(4).

Manufacturer narrative:
The device in question has not been received by aspen surgical as yet. When the suspect product arrives it will be sent out for sterilization. Upon it's return from sterility, it will be forwarded to our (B)(4) plant for a full investigation into this event. We will file a follow-up report when we receive the complete investigation. Medline industries report #(B)(4). Additional info from the importer report: (B)(6). Common device name: surgical blade with custom pack. MFR name: aspen surgical products, inc. Initial reporter: (B)(6).